Event description:
See MFR 3004209178-2011-00521 for additional information regarding this patient's prior device (serial (B)(4)). It was reported that the device that was implanted with a trial lead on (B)(6) 2011 but the physician was not able to advance the lead without severe pain in the chest area. On (B)(6) 2012, the physician attempted a lead revision. One lead would not advance above the t8 area and recreated chest pain (after old lead removal). The second old cervical lead was removed and another lead was attempted to be placed, but that recreated chest wall pain as well. A single lead could not cover the pain area that was needed. All devices were explanted. The patient recovered without sequela.

Manufacturer narrative:
Lead model 377875, lot # n0035911, implanted: (B)(6) 2005, explanted: (B)(6) 2012. Lead model 377875, lot # n0034516, implanted: (B)(6) 2005, explanted: (B)(6) 2012. Extension model 3708120, serial (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. Extension model 3708120, serial (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4) analysis of neurostimulator model 37713 (B)(4) showed that the stimulator was functionally okay and had insignificant anomalies. Analysis of lead model 3778 lot# n0034516 showed all wires and the stylet coil was broken 20.5 cm from the proximal end close to the twist lock anchor site. Analysis of lead model 3778 lot# n0035911 showed all wires and the stylet coil was broken 22.5 cm from the proximal end close to the twist lock anchor site. Analysis of extension model 3708120 (B)(4) showed the extension body cut through/segmented with no significant anomalies. Analysis of extension model 3708120 (B)(4) showed the extension body cut through/segmented with no significant anomalies.

Event description:
Additional information reported indicated the patient visited the physician on (B)(6)-2011, due to lack of stimulation. Stimulation had been cutting in and out for approximately one month. Impedances values were checked and found to be greater than 40,000 ohms. It was noted that the patient also felt a surging sensation when they passed through a theft detector on (B)(6)-2012. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.